Event description:
The patient presented in the emergency room due to syncope. Upon investigation, inadequate high-voltage (hv) output was delivered by the device. Technical support was contacted and the patient was hospitalized, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.